Event description:
- -

Event description:
Boston scientific crm received information that during a follow up visit, interrogation of this implantable cardioverter defibrillator (ICD) device revealed concern that the battery had depleted more rapidly than expected. A replacement procedure will be performed in the near future. No adverse patient effects were reported.

Manufacturer narrative:
According to additional information, no further information could be obtained. It was thought this device was removed, discarded and replaced. As no further information is expected, our investigation is complete. Should additional information become available, this event will be updated.

Manufacturer narrative:
According to available information, this device will be removed, replaced and returned for analysis. Upon completion of the analysis, this event will be updated.